Event description:
It was reported that this implantable pacemaker with cardiac resynchronization (crt-p) device was explanted due to unknown reason. New device was successfully implanted the same day. No additional adverse patient effects were reported.